Event description:
A customer reported sparks and smoke coming from the left side of the g8 analyzer. The issue occurred during a run and there were no recent power outages noted. The g8 analyzer and power conditioner are currently unplugged. No injuries or impact to patient were reported. A field service engineer (fse) was dispatched to further investigate. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by observing the power cord on the g8 analyzer was black and melted where it plugs into the analyzer. The analyzer was deinstalled and will be replaced due to a fire at the power cord. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The hlc-723g8 analyzer was returned to tosoh instrument service center (isc) for investigation. A visual inspection was conducted on the returned parts and melting was found on the power cord head and inside the power inlet. It appears that the issue originated outside of the analyzer, since there was no burning observed on the internal wiring of the g8 analyzer. A wiring continuity check was performed looking for an electrical short circuit that can occur when an unintended path, like water or liquid allows current to flow instead of through the intended circuit. This can cause wires to heat up and potentially start a fire. Isc found a burnout transformer when switching on the power source. Overheating from an outside short circuit on the power inlet, lead to the burnout. No melted or degraded wires were found on the power board and the fuses were working properly. Isc determined the most probable cause of the reported event was a problem associated with an electric current travelling along an accidental path (unintended path) in a circuit.